Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon was converting the patient to total hip arthroplasty. The 5.0 mm locking screw was stripped but was removed successfully. Action taken when the event occurred included screw removal set and a midas rex to remove the stripped screw. There was a surgical delay of five (5) minutes. The procedure was successfully completed. There was no patient consequence. This report involves one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 40mm-sterile. This is report 1 of 1 for (B)(4). This complaint, (B)(4), is related to (B)(4). (B)(4) captures the intra-op event of the stripped 5.0 mm locking screw. (B)(4) captures the post-op event of the patient experiencing pain.